Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The rep reported that he was in the patient¿s implant revision on the day of the report due to normal end of service (eos), but during the procedure the patient ¿coded¿; patient aspirated. The rep reported that it was more of breathing difficulty. The rep reported that the healthcare provider (hcp) stapled the area and would come back later on the day of the report or the day following the report to finish the implant. The rep reported that there was no issue with the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-08-29. The rep reported that the patient coded due to stomach fluid aspiration. The rep reported that CPR was administered to the patient until hospital transport arrived. The rep reported that the patient was admitted to the hospital on the day of surgery and later released on (B)(6)2017. The rep reported that the affected device was implanted and functional. No further complications were reported.